Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues not receiving the sensors they were promised. The customer states they have been off the sensor and they are hypoglycemic, so they rely on them heavily. The customer's blood glucose level at the time of call was 37mg/dl. The customer was advised that the sensors would be sent out.